Manufacturer narrative:
The technician found that the left foot brake caster did not hold when the brakes were engaged. Technician found that the left cam pivot was cranked causing the left foot brake caster not to engage in the brake mode. The technician replaced the cam pivot and the brakes functioned properly.

Event description:
Account alleged that the brake caster will not hold on one side. No injuries reported.